Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer called in with the following concern: the pump dropped and it cracked on the lcd window. P-cap locked in place properly during testing. Unable to perform displacement test or self test due to multiple lines across screen and cracked and bleeding lcd glass. In this condition, multiple traces on the lcd glass between the lcd controller and the lcd image had been broken, preventing certain horizontal or vertical lines of information from displaying. In addition cracked and bleeding lcd glass. Unit also received with scratched case. In conclusion customer allegations were confirm during visual inspection when multiple lines across screen were noted along with cracked and bleeding lcd glass due to broken traces and cracked lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.